Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there were recharging issues. It was reported that the rep was seeing eos on the 8840 tablet. Prm was completed by the rep. The patient mentioned dissatisfaction with ins longevity. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that a trickle charge was performed in the office and was unable to turn the stim back on due to eos. Physician is planning to replace battery. Eos not yet resolved as the surgery has not yet been confirmed.